Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device exhibited high shocking lead impedance measurements greater than 125 ohms. All other lead measurements were normal. Competitor technical services provided troubleshooting options. Subsequently, the patient will continue to be monitored with routine follow up. The rv lead remains in service. No adverse patient effects were reported.

Event description:
--